Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 28 x 2.50 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid to distal stent region were noted to be lifted and pulled distally over the tip. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via fermoral artery. The 90% stenosed, 60mm x 3.0 mm, de novo, concentric target lesion was located in the left anterior descending artery. A 28 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it was noticed that the proximal part of stent was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via fermoral artery. The 90% stenosed, 60mm x 3.0 mm, de novo, concentric target lesion was located in the left anterior descending artery. A 28 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it was noticed that the proximal part of stent was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.